Event description:
It was reported that a patient underwent a laparotomy colectomy procedure on (B)(6) 2024 and suture was used. During a laparotomy colectomy, at the time of closure of the fascia at the end of block, the suture loosened. This has happened several times in the last 2 weeks. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 7/24/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did the event occur during one or multiple patient procedures? Multiple patient procedure (complaint opened for recurrence : (B)(4). Please clarify, what do you mean by the "pds loosened"? Did the suture break? Was the needle detached/pulled off from the suture? The needle was detached/pulled off from the suture. Did the event occur during one or multiple patient procedures? 3 procedures what is the total number of procedures? 3 (B)(4). Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). There have been 3 surgeries, including one on (B)(6) 2024 and the other 2 dates are unknown. The surgeon specified that this incident had already happened to him a few days before and the week before with the same wire. Can you identify the lot number of the product that was used? Lot : uamptd what does the reaction look like and how large of an area does the reaction cover? There was no reaction. Was there any change in the patient¿s post-operative care due to the case with the prolonged procedure? No change in the patient¿s post-operative care . The following information was received: there were no consequences for the patient except for a loss of time and disorganization within the block. This resulted in a thread change that also broke, leading to take a 3th thread that this time held. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This single complaint was reported with multiple events. D4: UDI: the manufacturing date and expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/27/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with five representative unopened samples was received for analysis. Product code pdp1924t. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis were identified as product code pdp1924t. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment sample a and sample b. The needles were received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 8/23/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available.